Manufacturer narrative:
Evaluated one opened/used reservoir, we inspected reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test using a new transfer guard and plunger reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Conclusion reservoir had no leaks and no air bubbles. No physical damage found to reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a large bubble in the reservoir. They had just got home from work when they saw the big bubbles that first started out as champagne bubbles. The customer stated that after checking out the reservoir there was a leak past the second o-ring. The customer's blood glucose level during the incident was 170 mg/dl. Troubleshooting was performed. Insulin or fluid was not visible in the battery, reservoir compartment, or under the lcd display. They did not find the source of the leak. The product was returned for analysis.